Manufacturer narrative:
Final analysis found foreign material in the contact springs which contributed to reported loss of output.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the pulse generator exhibited a loss of output when connected to the leads. The device was no longer used and replaced. The patient was in stable condition post surgery.